Manufacturer narrative:
It was reported that during treatment the flow bubble sensor is displayed as defective on the cardiohelp, even without a sensor attached. A getinge service technician investigated the unit on 2021-11-30, 2021-12-02 and 2021-12-03 and could not replicate the failure. The device did not fail during testing, but the error reported by the customer was confirmed in the log files. It was decided to replaced the sensor panel to restore function. The technician performed a full maintenance and all tests were passed successfully. Refer to respective service order report. A similar issue was already investigated by life cycle engineering. As a most probable root cause a damage of the digiflow mini-board could be determined. The damage could be caused by: -loosened plug connections on the board; -damage due to esd (electrostatic discharge). Based on this the reported failure "flow bubble sensor is displayed as defective" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Onetrack complaint ID: (B)(4).

Event description:
It was reported that the cardiohelp did show flow bubble sensor errors even without a bubble sensor attached. This is why the pump was stopped for less than 20 seconds to change the disposables over to a new machine. Complaint ID: (B)(4).

Manufacturer narrative:
Service and log files of the affected cardiohelp unit was requested but is still pending.a follow-up emdr will be submitted when additional information becomes available.